Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed self test however, received pump error 43 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43. Device tested outside the pump and received pump error 43 at rewind. Device received with corroded electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The troubleshooting was performed for the pump error alarm. It was stated that the customer was able to successfully clear alarm. Customer was not able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.